Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's nurse reported via phone that the customer was on march 24, 2021 as they were experiencing diabetic ketoacidosis and high blood glucose level 679 mg/dl which was treated by manual injection intravenous insulin drip. Insulin pump was under delivering insulin. Customer's blood glucose level was 231 mg/dl at the time of reporting. Customer was using insulin pump within 48 hours of reported event. It was unknown if insulin pump was on auto mode. Customer was not able to do troubleshooting for high blood glucose level. Devices will not be returned for analysis.